Event description:
It was reported that the outlet connector of the venous reservoir detached during the case. The bypass case was stopped for five minutes in order to change out the reservoir. No permanent pt injury reported.